Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the helix could not be retracted back properly when the physician was attempting to reposition the lead.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the stylet/guidewire was kinked/buckled. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal conductor was extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead. The proximal and distal conductors are distorted at 50.5 cm. The stylet is kinked at the distal end of the stylet causing the proximal and distal conductors to distort at 50.5 cm. The stylet returned in the lead was removed and a fresh 14-52 gray stylet was inserted and the helix was able to extend and retract within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician encountered placement difficulty when attempting to implant the pacing lead. The lead was explanted, and the procedure was completed with a replacement. No patient complications have been reported as a result of this event.